Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1, and product ID: asm0215, serial/ lot: unknown. H3, h6) the system was serviced in the field. In summary, it was determined the pc needed replacement as it was not reliable. Codes b01, c04, and d02 are applicable. H3, h6) a software analysis was performed for this event. In summary, the complaint was confirmed and a software issue was identified. The system unexpectedly exited after successfully completing the action of retrieving logs under the superuser account. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that during the semi-annual planned maintenance (pm), there were system issues. The accuracy pointer was found bent. There was also a pc failure. They lost display on both the main monitor and surgeon monitor. During log collection and saving, the application collapsed and came back after a few minutes to the login screen. The logs were able to be collected on a second attempt. And finally, there was an issue with system shutdown. There was a windows blue screen of "collection some error" (stop code: memory) management). It was determined the pc and accuracy pointer were to be replaced. There was no patient involvement.